Event description:
The customer reported to olympus that a no image issue occurred when using the otv-s190 visera elite video system center. This issue was found during preparation for a diagnostic procedure and no patient harm was reported as a result.

Manufacturer narrative:
The device was returned to olympus for evaluation and the allegation was confirmed due to a bent video connector pin. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 11 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the reported phenomenon was likely due to the bent video connector pins that were found during evaluation. A definitive root cause cannot be identified.